Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control and 100 miu/ml hcg control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received an email from distributor alleging false negative hcg results: (B)(6) 2015 patient presented with abdominal cramping and was told she was 5 weeks pregnant; threatened miscarriage. Patient had urine collected at 4:03 p.m., negative rapid hcg test. Blood collected at 4:50 p.m. Patient had beta hcg of 76. No additional information received.